Event description:
The customer observed false negative alinity I hiv ag/ab results for a 23-year-old male patient with a history of being hiv positive. The following data was provided (reference range < 1.00 s/co = nonreactive): sample ID (B)(6) (B)(6) 2022 ran on (B)(4) initial hiv result (lot 39249be00) = 0.450 s/co, (B)(6) 2022 repeat result (lot 44554be00) = 0.258 s/co, and 0.334 s/co.. (B)(6) 2022 repeat result on another alinity (serial number (B)(4)) = 0.271 s/co. Sample tested at another laboratory on the liaison platform and the result = 5.0 s/co western blot = indeterminate the patient had a negative hiv load analysis done on a cobas back in 2019. (B)(6) 2018: hiv clia result = reactive, western blot = positive (vidrl - victorian infectious diseases reference laboratory). (B)(6) 2018: repeat hiv clia result = reactive, western blot = positive (vidrl). (B)(6) 2017: alere hiv combo rapid result = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p07-32 that has a similar product distributed in the us, list number 8p07-31.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house retained reagent kit testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 39249be00 and the complaint issue. In-house testing of retained reagent kits of lot 39236be00, which contains identical bulk reagents as 39249be00, was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels, which indicates the sensitivity performance of the complaint lot is not negatively affected. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab reagent lot 39249be00 was identified section d10 - concomitant product removed.